Manufacturer narrative:
(B)(4). The customer reported that the device locks up at the charge button step in opcheck. The device was evaluated at philips. The symptom was verified. The software was reloaded to resolve the issue.

Event description:
The customer reported that the device locks up at the charge button step in opcheck.